Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to adhere to the patient vessel wall and was damaged. The patient was undergoing a procedure for flow diverter treatment of an unruptured recurrent saccular left vertebral artery v4 segment aneurysm. The aneurysm max diameter was 12mm and the neck diameter was 10mm. The distal diameter of the vessel was measured to be 2.3 mm and the proximal was 3.36 mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline device and all accessories were prepared as indicated in the instructions for use (IFU). The pipeline was delivered and opened initially in the basilar artery, then the system was pulled back for distal positioning. It was noted that the pipeline stent did did not adhere to the vessel wall in the middle and posterior segments. The stent was resheathed and repositioned. After completely resheathing 3 times, the distal wire tip had changed directions and it was found that the distal end had also never fully adhered to the vessel wall and the distal tip appeared "frizzy." The pipeline was then resheathed and removed from the patient's body. In vitro, the distal tip of the pipeline stent was noted to be damaged. The pipeline was replaced to complete the procedure. There was no harm or injury to the patient; post-procedure angiography showed normal results. Ancillary devices: navien intracranial support catheter (model: rfx58-115-08), marksman microcatheter, synchro14 guidewire.

Event description:
Additional information received reported that the pipeline was not positioned in a vessel bend, and no additional steps were taken to open the device. The aneurysm had previously been treated with coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned within a shipping box; and within a plastic bio-pouch. There was no pushwire and marksman micro catheter returned with the device. Visual inspection/damage: the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. In addition, the middle section of the braid was also found fully opened and no damage. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the pipeline flex was not confirmed to have failure to open at the middle section and proximal. The event cause could not be determined as the distal and proximal ends of the pipeline flex shield braid appeared fully opened and moderately frayed. In addition, the middle section of the pipeline flex braid appeared fully opened and no damage. The damage to the braid on the ends of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. It was reported that the physician completely resheathing 3 times. There was no non-conformance to specification identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.